Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture was confirmed. Based on a visual, functional, and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product quality issue with respect to manufacture, design, or labeling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a 10% stenosed lesion in the proximal femoral artery with no tortuosity and no calcification. A 3.0x200mm armada 14 percutaneous transluminal angioplasty (pta) catheter was advanced and the balloon was inflated; however, the balloon ruptured at 6 atmospheres as contrast medium was noted coming out of the balloon. The armada 14 pta catheter was withdrawn from the patient anatomy without issue and the balloon rupture was confirmed outside of the patient anatomy. A non-abbott balloon catheter was used to treat the target lesion. There was no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.